Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule rupture. As a result of the capsule rupture, an unplanned vitrectomy was required. After the vitrectomy procedure, the surgeon observed vitreous detachment. The surgeon did not know if the vitrectomy handpiece contributed to the vitreous detachment. The surgeon recommended the patient see a specialist.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Device manufacturer date is not provided due to serial no is unknown. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.